Event description:
It was reported that, one day after implant, the patient experienced diaphragmatic nerve stimulation. A transmission observed the right ventricular (rv) lead with high thresholds and a polarity switch due to increased impedance. Further evaluation confirmed no capture. The lead was turned off and a revision was performed. The lead remains in use. No further patient complications have been reported as a result of this event.